Event description:
It was reported that patient underwent surgical procedure utilizing hitch peek suture anchors in 2008. During insertion, both anchors advanced approximately two (2) or three (3) threads into the bone, and then started spinning on the inserter shaft without advancing further. Both implants were cut flush with the bone and left in place.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA.